Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient¿s cgm was showing 45 mg/dl. No bg meter comparison value was done at this time. The patient self-treated by eating unspecified food and drinking juice. Despite treatment, the cgm continued to read 45 mg/dl. The patient was experiencing nausea and vomiting. At this point, the patient¿s father called for an ambulance. Ems arrived and transported the patient to the hospital. At the hospital, the patient¿s bg level was 1100 mg/dl. With a bg level this high, it can be assumed the patient was in dka. The patient was treated with fluoxetine, atomoxetine, and metoclopramide. The patient was discharged home 10 days later. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.